Event description:
Additional information was received that the low output current has persisted. At another office visit, the impedance was noted to be on the higher side of normal impedance, and the output current status was low. A data decoder was created from the obtained tablet data. A comparison of the maximum output current delivered (diagpeakcurrent) and the programmed output current showed low output current. An ohm's law calculation based on the impedance information received indicated that it is possible the output current could not be delivered due to the programmed settings and impedance; however, the diagpeakcurrent was still lower than the minimum expected output current, which would not be expected to be due to ohm's law limitations alone. Additionally, the low output current previously reported would not be expected to be due to ohm's law limitations. No additional relevant information has been received to date.

Event description:
Additional information was received indicating that diagnostics were performed in 3 positions (sitting, standing, and with the patients left arm raised), and all diagnostics were within normal limits. Impedance was noted to be within normal limits, and the output current delivered was also noted to be within normal limits. X-ray image with an anteroposterior view of the chest was received; however, due to the small image size the lead could not be viewed, and the presence of a discontinuity was unable to be assessed. Additional tablet data was received and reviewed. No clear software/firmware related cause of the low output current was identified. During a review of the 25% change in impedance history, high lead impedance was seen. It was noted that the impedance had changed from a high value to an ok value, and it is unknown when the impedance first became high. Additionally, the generator only records impedance values when a 25% change in impedance occurs, so it is possible that past high impedance was present but not stored on the device as the impedance changed incrementally (in 25% increments). Therefore, since high lead impedance has been confirmed and there is no evidence to suggest a software/firmware issue with the generator contributing to the low output current, the low output can be attributed to the high impedance/suspected lead break. The suspect product is now the lead. No known surgical intervention has been received to date. No additional relevant information has been received to date.

Event description:
Physician reported that patient's device showed low output current upon system diagnostics after increasing patient settings. It was noted that after decreasing the settings, output current was ok. No other relevant information has been received to date.

Event description:
Further information was received that no communication errors or difficulties programming were observed during programming or performing diagnostics on the patient the day of the event. It was also noted that the patient is not a frequent magnet swipe and that the magnet was not swiped during interrogation or programming the day of the event.

Event description:
Additional diagnostics were performed, and the impedance and output currents were both within normal limits. No known surgical intervention has occurred to date. No additional relevant information has been received to date.